Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is not delivering insulin and there is an absence of no delivery warnings from the device. Customer states that there is no black dot showing on the device as well. The customer's blood glucose was 123 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector. Connected lcd keypad connector properly and continued testing. Pump received with operating currents within spec and passed the self test and unexpected alarm test. However, unable to test the basic occlusion, occlusion, excessive no delivery, prime test and dat test or verify absence of occlusion alarm due to pump being cut open. Unit had cracked reservoir tube lip.